Event description:
It was reported that the balloon became separated from the catheter while removing the stylet. An agent mr 3.50 x 20 mm was selected for treatment. During preparation, when attempting to remove the stylet, it could not be pulled out, which caused the balloon to separate from the catheter. The procedure was completed using another device of the same type, and no patient complications were reported.